Event description:
It was reported that the procedure was performed to treat a moderately calcified and heavily tortuous lesion in the left anterior descending (lad). A 3.5x38mm xience xpedition drug eluting stent (des) was successfully implanted; however a 2 hours following des implantation, in-stent thrombosis and myocardial infarction was noted, resulting in patient death. A clinical delay was noted and there was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of death, thrombosis and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.